Manufacturer narrative:
(B)(4). We received 2 used, empty easypump ii lt 60-30-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition the white clamps were closed at the samples and the patient connectors was not closed (the original wing caps were not handed over by the customer). The received samples were taken to a leak test (filled with nacl 0.9%). During the filling leaks arose immediately at the inner silicone tube of one sample. The liquid was running between the inner silicone tube and the outer protective cover. Additionally we filled up the samples up to the nominal value (60 ml) and a functional test was carried out. We detected at one sample a leak. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). It is likely the leaks arose due to a damage /crack in the inner silicone tube. The cause for the damage (crack) cannot be determined. One received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump did not empty and leaked during use.

Manufacturer narrative:
(B)(4). We have informed our manufacturer accordingly and received statement as follows: sample with leak due to pin hole. Analysis: blow mold sleeve was removed, complaint sample was filled with solution. Detected pin hole on silicone sleeve and solution leaked out from the pin hole. However, pin hole on silicone sleeve is a known error pattern and corrective and preventive actions are in progress / have been implemented. Blocked sample. Analysis: further examination shows the complaint sample is blocked due to crystallized residue inside male luer lock and microbore tube.